Event description:
The customer reported via telephone call that he was feeling badly and the insulin pump had gone into threshold suspend. The night before the sensor reading was 68 mg/dl while the blood glucose reading was 124 mg/dl. The customer did not know the blood glucose reading at the time of the event. The customer was advised on proper calibration and insertion technique. The customer was advised to immediately enter the blood glucose readings. The customer was advised that a bent sensor cannula may also lead to inaccurate readings. The customer reported a low blood glucose reading of 38 mg/dl and that the insulin pump went into threshold suspend. The customer declined troubleshooting for low blood glucose and ate 85 carbs to bring it back up. The customer reported that he is a brittle diabetic. The customer also reported that the insulin pump went into threshold suspend when the blood glucose reading was 190 mg/dl. The customer replaced the sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.